Event description:
It was reported that 2 different bd syringes with the luer-lok¿ tip had cracks in them. The following information was provided by the initial reporter, translated from dutch to english: "there is a crack in 2 syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/14/2020. H.6. Investigation: one loose 10ml syringe was received and visually evaluated. The barrel was observed to have one crack along the barrel¿s length between 6ml and bd logo markings. The crack was under the numerical scale markings. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081846, medical device expiration date: 2024-03-31, device manufacture date: 2019-03-22. Medical device lot #: 9108747, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-18. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 different bd syringes with the luer-lok" tip had cracks in them. The following information was provided by the initial reporter, translated from (B)(6) to english: "there is a crack in 2 syringes."